Event description:
It was reported that the patient was hospitalized in the ICU for severe hyperglycemia on (B)(6) 2026 while wearing the pod for an unspecified duration. The patients¿ blood glucose levels reached 1600 mg/dl and reported that the cannula was observed to be bent. Details regarding symptoms and treatment were not reported. The patient was diagnosed with hyperglycemia and diabetic ketoacidosis (dka). The patient was discharged on 22 jan 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.